Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer advised when his mother was using the lift it would lower with her in it.